Event description:
It was reported that during a da vinci cholecystectomy surgical procedure, the wrist on the crocodile grasper instrument was noted to be broken. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found the instrument's main tube to be broken at the distal clevis and main tube interface. There was a small piece missing which measured approximately 0.122 x 0.048. Failure analysis concluded that the damage may be due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken main tube with missing material found during failure analysis if to recur could cause or contribute to an adverse event.